Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital with a fever and chills. It was found that the patient had positive blood cultures indicating possible infection two weeks post-implant. The patient's implantable cardioverter defibrillator system was explanted. The patient was stable.